Event description:
During left vitrectomy, fragmatome set up by or staff with machine tested and working w/fragmatome handpiece. The tip became hot during use and burned patient's left eye. Alcon representative came to hospital to assist with device. When the tip of the unit is activated in open air, the tip will become hot. Additionally, alcon could also demonstrate this while on-site. The tip is not designed to be activated in open air.